Event description:
A customer reported a pump alarm occurred while insulin was being pumped but declined to answer if their blood glucose exceeded specified levels. The customer was unable to successfully load a new cartridge as the alarm recurred. Consequently, technical support assisted in following the correct loading procedure and decided to replace the pump. The customer opted to use multiple daily injections as a backup insulin therapy. Technical support confirmed the shipping address, provided instructions to return the faulty pump, and ensured the customer knew how to put the pump into storage mode.